Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the explant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient had an infection at the ipg site. Symptoms of pus, redness and swelling at the site were noted. The patient was placed on antibiotics and underwent an explant procedure. The physician believed that the infection was procedure related. The explanted ipg and lead were discarded by the medical facility.